Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient was charging too often, and patient noticed the stimulator was not holding a charge as long as it used to. No further complication and no symptoms were reported.